Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: the event date was inadvertently not included in the initial report. Date of event: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) defective lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 lens was defective. No details on what is meant by defective were provided. The lens is noted as discarded. There was no patient injury, no incision enlargement or vitrectomy required. The procedure was completed with a backup lens of the same diopter.